Manufacturer narrative:
In initial report reference MFR report number should read reference MFR. Report# 1627487-2016-01260 instead of reference MFR. Report# 1627487-2016-01257.

Event description:
Device 1 of 3: reference MFR. Report# 1627487-2016-01260, reference MFR. Report# 1627487-2016-01259. Further follow up identified the patient was receiving antibiotics prior to an explant. The cultures obtained, resulted negative for the infection. Reportedly, the issue of infection has resolved.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3: reference MFR. Report# 1627487-2016-01257, reference MFR. Report# 1627487-2016-01259. It was reported the patient experienced yellow drainage from her lead incision site (date of event unknown). Subsequently, the scs system was explanted on (B)(6) 2016 and the patient was treated with oral antibiotics. The patient received two scs anchors with a same lot number.